Event description:
It was reported that during a lap cholecystectomy procedure the device would stop and then 2 clips would eject out. They used a second like device to complete the case with no patient consequence.

Manufacturer narrative:
Eval summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and malformed the remaining clips due to a non-functional anti-backup. The instrument locked out as intended but the orange indicator did not show up completely. No conclusion could be reached as to what may have caused the anti-backup failure. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.